Event description:
Clinical trial. It was reported that post index procedure, the pt had a myocardial infarction (mi). The index procedure treated a lesion in the mid left anterior descending artery (lad). The lesion was 3.75 mm wide. 14 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 2.75 x 16 mm taxus express2 stent. Residual stenosis was 0%. The pt received unfractionated heparin and a gpiib/iiia inhibitor during the procedure. Prior to discharge , the pt experienced a mi. During a routine ECG, st elevations were noted. The pt was asymptomatic. There was no rise in cardiac enzymes. The pt was taken for angiography, but no signs of thrombosis were found. Signs of left ventricle anterior expansion was found; however, the left ventricle had contractility troubles and appeared "bigger" - determined to be expansion of anterior wall. The pt received no treatment the pt was discharged 4 days later on aspirin, plavix, a beta blocker, an ace inhibitor, and ezetimibe. In the opinion of the physician, there is a probable relationship between the mi and the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available , and we are not able to determine the root cause of this event.